Event description:
We received a report that a patient had a refractive outcome that was ''slightly off in power and axis'' after being implanted with a tecnis toric zct150 intraocular lens. The surgeon indicated he did not feel there was a quality issue with the iol, but more an anomaly or diagnostic error and the iol was not off axis; an explant was planned. In follow up it was learned that the iol was explanted and a zct150 +23.0d was implanted. There were no surgical complications such as an incision enlargement, vitrectomy or capsule tear. The refractive outcome is now near plano. The device was discarded in the field and will not be returned for investigation.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.